Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to moisture damage electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify button/keypad anomaly due to the critical pump error. No corroded damage on keypad trace during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm and keypad was unresponsive. Customer reported that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.